Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small light blue piece came off of a peritoneal dialysis transfer set; there was no leak noted. This was observed when the nurse was assessing the transfer set during an unspecified process step. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.